Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the high impedances was not known. It was unknown whether any components was removed during the surgical intervention to try and resolve the high impedances. It was unknown if the high impedances was resolved. The status of the affected devices was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right battery is at elective replacement indicator (eri), and had high impedances on one contact. The report from the tablet did not save due to high impedances so the exact number was not recorded. There were no known factors that may have led to or contributed to the event. A surgical intervention has been planned and scheduled for (B)(6) 2020